Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
During a right access transfemoral tavr procedure for a 23mm sapien 3 valve inside an existing non-edwards aortic surgical valve, the commander balloon with an additional 1cc of volume burst as the valve was fully expanded. The valve was deployed in good position and no post dilation was required. During removal of the delivery system through the 14fr esheath, in an attempt to pull the delivery system with some force through the sheath, the balloon got caught on the tip of the sheath. The esheath c-marker sheared off and migrated to the patient's left common femoral artery. All devices were surgically removed on the right side of the patient and the c-marker was able to be retrieved. The patient is stable. The complaint device remains under the custody of the hospital¿s risk management department. As reported, a balloon valvuloplasty was not performed. There was no crossing difficulty. There was no retained volume in the balloon during removal as it burst circumferentially. The patient's access vessel minimum luminal diameter (mld) measured 7.5mm. The vessel was minimally calcified and no tortuosity was noted.

Manufacturer narrative:
Addition: user facility/importer report number (f2): mw5079790 reference mfg. Report no. 2015691-2018-03981 as per engineering observations on "balloon pieces missing". Through follow up with the hospital, during the procedure there was an unsuccessful attempt to remove the "c" marker'. The "c" marker remains in the patient. A post procedure angio revealed good flow in the patient's vessel. The patient was discharged 24 hours post tavr procedure. The patient had a follow up visit after tavr with the referring doctor and the patient is doing well and there have been no issues. Per report, the doctor will most likely keep the patient on anti-coagulants. There is no indication that the missing balloon material remains in the patient. The commander delivery system was returned to edwards lifesciences for evaluation after being decontaminated and manipulated by the facility risk management department. Visual inspection revealed the following: the strain relief on the balloon shaft bunched due to packaging, a radial burst, distal portion is inverted, appears to be missing pieces of the balloon material and flex tip gouges. In addition, photographs were provided and reviewed. The photo revealed a radial balloon burst and another photo revealed the balloon burst getting caught at the sheath distal tip. The 3mensio showed calcification in the patient anatomy. Functional testing was no performed due to the condition of the returned device (balloon burst and separated and distal portion is inverted). Dimensional testing was performed on the single wall thickness of the balloon along five locations of the balloon tear and was found to be in within specification. During the manufacturing process, the following visual inspections and tests are performed throughout the process: proximal and distal leg inner diameter inspection, proximal leg outer diameter, balloon outer diameter, working length, and single wall thickness. In addition, visual inspection of the balloon are performed: remove any particulate, unaided eye balloon inspection, double mold lines or flash, witness lines, deformed cone, mechanical damage, crows fee, contamination, fish eye, gel spots and scratches. During the balloon pleat, fold and forming process the balloons are 100% visually inspected under 2.85x minimum magnification for balloon size, contamination, fold lines and distorted/pinched folds. Assembled devices underwent 100% final inspection by manufacturing and quality for the following: distal and proximal balloon covers (positioned all the way up to the ¿balloon bump (pumpkin¿). The inflation and crimp balloons are 100% visually inspected for distorted/pinched folds, wrinkles/waviness, and fold lines. During the inspection, the balloon cover is removed as needed and replaced after inspection. The entire device is inspected for incorrect assembly, missing components, and device damage (kinks, cuts). During product verification (pv) testing, retrieval force of system through sheath is tested on a sampling basis. The device is retraced until the flex tip extends approximately 1¿ out for the sheath tip, lock the locknut and attach a force gauge. Holding sheath and loader in place pull delivery system with force gauge until balloon is positioned inside the loader and record the peak force. The flex and balloon fatigue and burst pressure is tested. The burst pressure of the tested units after a cycle. The burst pressure of the tested units after an 11-cycle fatigue was 7 atm. The lot meets statistical requirements as it exceeds the acceptance criteria of a lower specification limit. The above inspections during the manufacturing process and testing performed during pv support that it is unlikely a manufacturing non-conformance contributed to the reported. A device history record review was performed and did not reveal any issues that could have contributed to the complaint. A review of the lot number revealed no other similar complaints related to balloon ¿ burst, delivery system ¿ withdrawal difficulty through sheath or balloon ¿ separated. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for balloon- burst, delivery system- withdrawal difficulty-through sheath, and balloon ¿ separated were confirmed, and no manufacturing non-conformities were found in the returned sample. No visual abnormalities were observed on the returned sample, and dimensional measurements met specification. Review of manufacturing mitigations, DHR, lot history, and complaint history revealed no indication that a manufacturing non-conformance contributed to the complaints. A review of the IFU and training materials revealed no deficiencies. Complaint history suggests that patient and/or procedural factors may have contributed to the observed balloon burst. The complaint site reported ¿vessel calcification is minimal¿; however, any level of calcification could potentially weaken the balloon during advancement and contribute to a balloon rupture. Additionally, calcified nodules in the annulus could contribute to a burst. The complaint description also notes that an additional 1cc of volume was used for balloon inflation. The additional volume used may have caused the balloon to become overinflated and contributed to the balloon burst. Furthermore, as reported, ¿during removal of the delivery system through the 14fr esheath in attempting to pull the delivery system with some force through the sheath on the right access side, the balloon got caught on the tip of the sheath.¿ this would then have created difficulty withdrawing the delivery system into the sheath, as the altered balloon profile was caught on the tip of the sheath. Additionally, this would have weakened the balloon material due to the burst and the excessive force retrieving device into sheath after balloon burst, potentially resulting in the observed balloon separation. The complaints were confirmed. No manufacturing non-conformities were found in the returned sample. No visual abnormalities were observed on the returned sample, and dimensional measurements met specification. In this case, available information indicates that patient/procedural factors (calcification, over-inflation of the balloon, withdrawal of burst balloon) may have contributed to the events. The occurrence rates do not exceed the september 2018 control limits for the respective trend categories; therefore, no corrective or preventative action is required.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.